Event description:
The customer reported that at the start of an open gastrectomy, after sealing with the ls1020 device, slight bleeding occurred. The seal was not complete, although an endtone, indicating a completed seal cycle, had been heard. A monopolar pencil was used to stop the bleeding. The surgical team then used a different forcetriad generator with the same ls1020 device and there were no further issues.

Manufacturer narrative:
(B)(4). The incident handpiece was discarded by the site, and the incident generator has not yet been received for eval. If the generator is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.